Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt met with the manufacturer representative on (B)(6) 2011, to program the implantable neurostimulator. Good coverage was obtained on the pt's right side (the "dominant pain side"), from the upper temporal area, around the back of occipital area, and down the entire arm. There was a good balance between the hand and head. The pt's left side receives "pretty good" coverage. The pt was thought to be pleased with the stimulation coverage. Electrode 0 was out of regulation (oor) upon an impedance measurement and was not used. It was suggested that this electrode would not have provided much benefit to the pt. The pt felt a little weaker following the surgery to implant the device. It was later reported that the pt was to meet with the MFR representative and the physician, but canceled the appointment citing a long recovery from the implantation surgery. The pt was "doing better," but did not want to go out much. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).